Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Were any issues noted with device performance intra-operatively? What was the cartridge selection throughout procedure? Was buttressing material used? Was the defect that was found where the staple line was re-enforced in original operation? What is the current patient status?

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the endoscopic linear (articulating) stapler misfiring. The staple line was reinforced with additional larger clips. The staple line leaked and post-operative peritonitis was identified on the third post-op day. The defect was located in the middle third of the staple line where the incidence took place.